Manufacturer narrative:
The chief technology officer has reviewed the angio images provided by the hospital and has made the following observations: pre-op CT (B)(6) 2014 shows neck angle 60°, neck diameter at renal arteries of 16 mm to 17 mm with a calcified region in the distal neck having a diameter of about 12 mm. Neck angle is on-label, neck diameter is off-label (the device treats aortic neck landing zone diameters with a range of 19 mm to 33 mm). Patient received implant (B)(6) 2015. The sac diameter has increased from 5 cm to 6.4 cm over the follow-up period. Proximal: it is most likely that the proximal origin of the endoleak is type 2. Sac: no sign of wire malformation or jetting of contrast, therefore a type 3 endoleak is unlikely. Distal: type 1b endoleak from the left side. This appears to have enlarged in the (B)(6) 2017 CT compared with the (B)(6) 2017. On (B)(6) 2018 a re-intervention to place a distal cuff was performed and the type 1b endoleak was resolved. There is no information to suggest malfunction of the implant. All inspection and manufacturing activities met specifications.

Event description:
Event: type ii and type iii endoleak suspected / sac expansion / re-intervention. On (B)(6) 2015, the original evar was performed by placing a main body device from the right approach. An excluder cuff was implanted during the original procedure in order to resolve a type 1a endoleak and additional ballooning was performed to resolve a type 1b endoleak most probably caused by calcification. At follow-up CT scan on (B)(6) 2017, a type ii endoleak was identified. At follow-up CT scan on the (B)(6) 2017 (2 years and 9 months after the procedure), the aneurysm had enlarged and the manufacturer assisted review of CT angios. It was concluded that there was a type 1b (distal) endoleak and patent lumbar vessels. On (B)(6) 2018 a re-intervention to place a distal cuff was performed and the type 1b endoleak was resolved.